Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for corporate lot number. Visual inspection: one denali jugular filter and pusher catheter was returned for evaluation. The catheter was kinked approximately 29.2cm from the proximal end of the handle. It is unknown how or when the kink occurred as it was not reported by the user. All 6 legs and arms were present and intact on the filter. No crossed limbs were identified. Functional/performance evaluation: heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is inconclusive for advancement issues and a dislodged gripper as the filter was returned deployed and outside of the sheath/storage tube. Per the reported event details, additional manipulation was used in an attempt to advance the filter through the introducer hub. It is possible that the gripper dislodged from the filter retrieval hook during the additional manipulation. It is unknown what caused the original advancement issues labeling review: the current denali filter IFU (instructions for use)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter was unable to advance through the introducer hub of the deployment sheath. Upon additional manipulation, the filter hook interface became separated from the filter. The filter system was exchanged for a new filter that was prepped and deployed successfully. There was no reported patient injury.